Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the needle mechanism not deployed and the needle cap removed. Inspection of the download data revealed that the pod ran for 47 first prime pulses before being deactivated and returned in pod state 15. Manual rotation of the ratchet gear allowed the needle mechanism to deploy. All components of the needle and drive mechanisms appeared and functioned as expected after deployment. Further inspection of the drive mechanism revealed no manufacturing damages or deficiencies that would contribute to the reported event.